Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) had greater than 6900 atrial tachycardia responses (atr) stored. The majority of them were between 2 and 10 seconds. Noise was noted on the atrial channel which led to very brief periods of pacing inhibition. It was also noted that there were long interrogations with the communicator and that the communicator had timed out because of this. The noise was easily recreated with left arm movements, isometrics, and pocket manipulation. To date, there have been no adverse patient effects reported as a result of this observation.

Manufacturer narrative:
Visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted around the helix base, extending into the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional. The conductor coils were deformed 154 mm from the terminal pin and there was lead wear and an abrasion 125-135 mm and 158-180 mm from the terminal pin. The outer insulation was abraded through 128-131 mm and 167-175 mm from the terminal pin. Resistance tests were completed to assess lead electrical performance. All measurements were within normal limits indicating conductor continuity. The pressure test was not performed due to the insulation abrasion. The allegation of noise could not be confirmed through analysis, but could have been due to the abrasion which was deemed to be due to lead on lead contact. The device remained implanted and was explanted over four years later for normal battery depletion and returned for analysis. Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. A microscopic visual inspection noted electrocautery marks in device casing. The ra+, ra-, and rv- seal plug were torn and all other seal plugs were intact. All setscrews moved freely and operated normally. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. In conclusion, analysis testing could not confirm the reported noise issue but damage to the ra and rv- seal plugs may have contributed to the noise issue.